Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the shaft and connected to the core wire as received. Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were multiple kinks along the shaft. The tip and inner shaft were damaged, likely caused by the anchors of the implant during recapture. The implant was deployed during analysis. No damage or deformity to the implant frame was observed during analysis. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks, tip and shaft damage, and implant anchor damage were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 12/17/2016. It was reported that the closure device appeared deformed. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient and the 24mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was deployed and appeared deformed, it took an odd shape. It wasn't clear if this was due to the anatomy of the laa, the angle of the image or the device itself. They fully recaptured and removed the device. They attempted another 24mm closure device without success. The procedure was completed with a 27mm watchman ® laa closure device. There were no patient complications reported and the patient's condition was fine. However, device analysis revealed kinks in the delivery system.